Manufacturer narrative:
An event of central regurgitation and heart block was reported. The provided image was reviewed by an abbott senior staff r&d engineer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the the patient had a agatston calcification score of 1149, there were no issues with valve expansion or deployment, and the device was implanted 4.34 mm from the non-coronary cusp. No information was received regarding pre-existing arrhythmia. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that implant depth contributed to this issue. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted in a patient. Pre-procedure, the mean aortic valve gradient was 34.1mmhg. A pre-balloon aortic valvuloplasty was performed using a 20mmnon-abbott balloon. Left bundle branch block occurred after the pre-dilation that later progressed into a transient complete atrioventricular block. The valve was released at 4.34mm from the non-coronary cusp (ncc), and 6mm from the left coronary cusp (lcc). There was no tissue/calcium interference affecting expansion and all retainer tabs released. At the end of the procedure, it was noted via controlled aortogram, that post-implant there was mild aortic valve regurgitation. The aortic regurgitation considered acceptable when compared to the patient's baseline. It was noted that during procedure the 25mm navitor valve had been partially re-sheathed twice and fully once. The valve had originally been deployed too low and pacing of 120 beats per minute was done to reduce risk of valve movement. Post implant, the mean aortic valve gradient was 13mmhg. Neither of these events resulted in intervention being performed. The 25mm navitor valve had been sized using computed tomography scan imaging. The patient had an agatston score of 1149. The patient was discharged on (B)(6) 2023.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6) (B)(6) it was reported that on (B)(6) 2023 a 25mm navitor valve was successfully implanted in a patient. Pre-procedure, the mean aortic valve gradient was 34.1mmhg. A pre-balloon aortic valvuloplasty was performed using a 20mmnon-abbott balloon. Left bundle branch block occurred after the pre-dilation that later progressed into a transient complete atrioventricular block. The valve was released at 4.34mm from the non-coronary cusp (ncc), and 6mm from the left coronary cusp (lcc). At the end of the procedure, it was noted via controlled aortogram, that post-implant there was mild aortic valve regurgitation and was noted to not have worsened when compared to patient's condition prior to procedure. Post implant, the mean aortic valve gradient was 13mmhg. Neither of these events resulted in intervention being performed. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that on 05 september 2024, a transthoracic echocardiogram was performed and revealed an elevated aortic valve gradient. On (B)(6) 2024, a transesophageal echocardiogram was performed and confirmed the elevated aortic valve gradients. There were no leaks or thrombus noted and the patient is asymptomatic. However, on (B)(6) 2024, a computed tomography scan was performed and revealed a thrombus. The patient was started on anticoagulation medication (acenocumarol).

Manufacturer narrative:
An event of central regurgitation and heart block was reported. The provided image was reviewed by an abbott senior staff r&d engineer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the the patient had a agatston calcification score of 1149, there were no issues with valve expansion or deployment, and the device was implanted 4.34 mm from the non-coronary cusp. No information was received regarding pre-existing arrhythmia. Based on all available information, causes for the reported central regurgitation and device stenosis could not be conclusively determined. The reported aortic valve stenosis appears to be a cascading event of the device stenosis. Causes for the aortic regurgitation, heart block, and thrombosis could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.